Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information has been requested but not yet provided.

Event description:
It was reported that there was undersensing on the patient's implantable cardiac monitor, due to the r waves being smaller than the maximum sensitivity. The patient was asymptomatic to the event. No programming changes were made and the patient will continue with regular follow up.